Manufacturer narrative:
This report is submitted on january 30, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent skinflap revision surgery in (B)(6) 2016 (specific date not reported) due to poor retention of the device. The implanted device remains.